Event description:
Voluntary medwatch received states that the lead was explanted due to product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
UDI not available as the product information was not provided.